Event description:
It was reported, the pen is not aligned with the screen (cursor). The programmer was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). Analysis confirmed the reported event. The pen is not aligned with the screen (cursor). The stylus is missing. Display bezel overlay assembly found out of electrical specification.